Event description:
Patient reported obtaining back-to-back blood glucose results of 448 mg/dl, 43 mg/dl, 70 mg/dl, and 71 mg/dl on the advantage system. Patient indicated that therapy was not modified based on these values. No resultant injury was reported. Patient did not provide the location where the discrepant results were obtained. Three days later, patient reported that blood glucose was tested on a physician's device with back-to-back results of 42 mg/dl and 43 mg/dl. Within 10 minutes, patient reportedly performed back-to-back tests on the advantage system with results of 91 mg/dl and 183 mg/dl. Patient did not indicate if any treatment was received at physician's office. No associated injury was reported. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549605 with expiration date 04/30/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect product.